Event description:
The customer reported to olympus, the evis exera iii bronchofibervideoscope displayed a bad image and error message b30 (scope communication error). The error only occurs with this device. The malfunction was found during an unknown procedure. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. It is likely the event occurred temporarily. Moisture may have invaded the device which led to bad electrical contact in the circuit board inside the scope connector. Water invasion could occur due to the following; stress accidentally applied to the open venting connector while the subject device was underwater, foreign material such as fragments of a cleaning tool were caught in the valve of the venting connector not allowing it to close properly, the leak test air tube was broken/inadequately connected or packing at the preprocessor/leak test air tube was broken, the device was immersed in reprocessing fluid with the sterilization cap attached, the connector cap on the leak tester was attached to a wet venting connector, or the leakage tester was attached/detached while underwater. The following information from the instructions for use (IFU) pertains to this event: "1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". In addition, the following non-reportable malfunctions were found during the device evaluation; image noise, corrosion of printed circuit board/cable unit, rusted image guide mount, and deformed biopsy channel. It was also noted there were signs of water invasion inside the scope connector, control section, and insertion tube. Olympus will continue to monitor field performance for this device.